Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a patient experienced a skin irritation while wearing the lifevest. There is no information about the skin irritation. The patient's nurse treated the area with cortisone cream.. Follow up was completed and the skin irritation was improving.